Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration, pain, wrinkling, seroma-late, deformation: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided." Additional, changed, and/or corrected data.

Event description:
Patient's husband reported, right side pain, "implant completely ripped out," silicone-containing lymph node, "wrinkles," "minimal fluid" and "intracapsular and extracapsular rupture" per MRI. Patient's husband later reported "deformation of the form on the right side". The device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp and opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) . Silicone migration: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Deformation: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Patient's husband reported right side pain, "implant completely ripped out," silicone-containing lymph node, "wrinkles," "minimal fluid" and "intracapsular and extracapsular rupture" per MRI. Patient's husband later reported "deformation of the form on the right side". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, silicone migration, and rupture.

Event description:
Patient's husband reported "patient's right implant completely ripped out and silicone is already in the lymph nodes diagnosed via MRI. Patient has pain in the right breast." Device has been explanted.